Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise while the patient was walking resulting in delivery of inappropriate shock therapy. The noise was able to be reproduced with patient movements. Boston scientific technical services (ts) discussed the noise appeared to be related to potential air entrapment or noise coming from the sense b location and discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains implanted and in service.